Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found foreign material in the drainage bag, when opening the package.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Received used sample without its original package. Received sample in open package. Per the visual inspection, a dirt like foreign material (yellow color) was found. How and when the problem occurred could not be determined. The problem did not occur as a result of any manufacturing process related cause. Unable to confirmed as manufacturing related since the sample was received in a opened packaged. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) this is a single use. Do not reuse. (2) this product must be stored in a cool, dry place, away from wet and direct sunlight. (3) should the package is damaged, do not use the product. (4) this product is sterilized by ethylene oxide gas" (B)(4).

Event description:
It was reported that the user found foreign material in the drainage bag, when opening the package.